Event description:
It was reported that upon interrogation, the patient's vns showed high lead impedance. The patient has been referred for lead replacement surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent lead replacement surgery. The explant facility is known not to return any explants. No additional relevant information has been received to date.